Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dry acid 132 gallon mixer was not filling. The biomed said they believe the staff has tried to fill the mixer multiple times without the water valve on, possibly burning up the fill valve. A fresenius field service technician (fst) was called onsite to inspect the mixer. Upon follow-up, the fst confirmed that the fill valve was burnt. The fst shared the same opinion as the biomed on how this occurred. The fst thinks the fill valve got burnt from the operator trying to fill the mixer too many times without the incoming water turned on. As a result, something shorted out in the control panel. To resolve the reported issue, the fill valve, control panel and cable were all replaced. The fst said the fill valve had been replaced prior to their arrival. There was no report of any flames, sparks, arcing, or smoke. The mixer was fully operational at the time of the fsts departure. The mixer was confirmed to be plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Photos of the burnt valve were provided for review. The fst stated they would return the old parts for failure analysis via returned goods authorization (rga). There was no patient involvement associated with the reported event.

Event description:
A user facility biomedical technician (biomed) reported that a dry acid 132 gallon mixer was not filling. The biomed said they believe the staff has tried to fill the mixer multiple times without the water valve on, possibly burning up the fill valve. A fresenius field service technician (fst) was called onsite to inspect the mixer. Upon follow-up, the fst confirmed that the fill valve was burnt. The fst shared the same opinion as the biomed on how this occurred. The fst thinks the fill valve got burnt from the operator trying to fill the mixer too many times without the incoming water turned on. As a result, something shorted out in the control panel. To resolve the reported issue, the fill valve, control panel and cable were all replaced. The fst said the fill valve had been replaced prior to their arrival. There was no report of any flames, sparks, arcing, or smoke. The mixer was fully operational at the time of the fst¿s departure. The mixer was confirmed to be plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Photos of the burnt valve were provided for review. The fst stated they would return the old parts for failure analysis via returned goods authorization (rga). There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a fill valve, control console, and fill valve cable were returned to the manufacturer for physical evaluation. The exterior visual inspection of the returned fill valve revealed thermal damage and cracks in the valve casing. Resistance measurements between neutral to ground and hot to ground were found to be satisfactory. Resistance measurements between neutral and hot was shorted. Internal inspection of the valve found signs of corrosion on the valve core and the inside of the pipe. Exterior inspection of the control console revealed no damage. It failed the rinse fill operation when it was attached to a control console test fixture. Internal inspection of the control console revealed no damage. The fill valve relay failed to function when the console's display board was tested with a display board test fixture. The problem was resolved by replacing relay k1. Exterior inspection of the fill valve cable revealed no damage. The cable underwent and passed the continuity test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a dry acid 132 gallon mixer was not filling. The biomed said they believe the staff has tried to fill the mixer multiple times without the water valve on, possibly burning up the fill valve. A fresenius field service technician (fst) was called onsite to inspect the mixer. Upon follow-up, the fst confirmed that the fill valve was burnt. The fst shared the same opinion as the biomed on how this occurred. The fst thinks the fill valve got burnt from the operator trying to fill the mixer too many times without the incoming water turned on. As a result, something shorted out in the control panel. To resolve the reported issue, the fill valve, control panel and cable were all replaced. The fst said the fill valve had been replaced prior to their arrival. There was no report of any flames, sparks, arcing, or smoke. The mixer was fully operational at the time of the fst¿s departure. The mixer was confirmed to be plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Photos of the burnt valve were provided for review. The fst stated they would return the old parts for failure analysis via returned goods authorization (rga). There was no patient involvement associated with the reported event.

Manufacturer narrative:
Correction: g2 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.